Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information for the investigation of the reported event, the probably cause was likely attributed to high frequency endo therapy accessories being used without ensuring sufficient distance from the device. The events can be detected and prevented by implementation in accordance with the below IFU. Instructions for gif-xz1200 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Instructions for gif-xz1200 operation manual chapter 4, ¿operation¿ section 4.3, ¿using endo therapy accessories. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal exhibited a burn on the plastic distal end cover. There were no reports of patient involvement.